Event description:
The hospital reported that during a coronary artery bypass procedure, hst ii system (3.8mm) did not deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned outside the loading device, with the seal visible in the loading device window. The white plunger on the delivery device remained unpressed and the blue lock remained in the locked position. The delivery device was removed from the loading device, and the seal remained inside the loading device. The seal and tension spring assembly was removed from the loading device. The seal and tension spring assembly was inspected. No visual defects were observed. Dimensions of the delivery tube were taken. The inner diameter was measured at 0.195 inches, the outer diameter was measured at 0.215 inches. The length of the delivery tube was measured at 2.50 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device and the results of the evaluation, the reported failure "activation problem" was not confirmed. The analyzed failure "fitting problem" was confirmed.

Manufacturer narrative:
Trackwise ID : (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst ii system (3.8mm) did not deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.